Manufacturer narrative:
Manufactures investigation conclusion: it is unknown if the pump was explanted after the patient¿s expiration and therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Death is listed in the hmii instructions for use (IFU) as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 4 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2018. The cause of death was not disclosed. No additional information provided.